Event description:
Related to MFR report # 2183959-2012-00478, 00479. On (B)(6) 2010, the pt was implanted with an ams elevate anterior with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. The pt had several procedures to "remove portions of the pelvic mesh products since they were implanted." It was reported that the pt has experienced significant mental and physical pain and suffering and she has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.